Manufacturer narrative:
(B)(4). The customer reported that they intermittently received a visible "speaker malfunction" inop and a failure of audio function. No pt was harmed as a result of this issue. If this were to recur, it may prevent awareness of alarming. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they received a visible "speaker malfunction" inop intermittently. No pt was harmed as a result of this issue.